Event description:
The user facility reported that the surgeon attempted to remove the destination over an amplatz wire and the hub separated from the sheath during an angioplasty on fem-pop graft. Follow-up communication from the user facility reported: the groin was scarred but the vessel was normal and the surgeon was able to advance sheath up and over the contralateral femoral artery; high amounts of insertion force was noted in order to advance the sheath; there were no issues until the surgeon attempted to remove the sheath; higher than average force, with subsequent torque was applied to remove the sheath; the sheath elongated and some of the braiding was exposed; eventually the surgeon was able to remove with no effects on the patient; the procedure was completed successfully; and the patient was examined fluoroscopically to rule out embolization of sheath components, and there was no evidence of embolization found.

Manufacturer narrative:
Results and conclusion - is based on evaluation of user facility information and the returned sample; is based upon reserve sample testing. The involved device was returned & evaluated by qa at the manufacturing facility. The sheath had been separated from the hub. Microscopic inspection of the proximal end of the sheath revealed that there was evidence of some stretching. The edges of the outer layer are jagged, and appear torn. The sheath also had a total separation of both the inner and outer layers at approximately the midpoint. The edges of the torn area were jagged and the inner coil was stretched. Inspection and testing on retain samples from the reported lot as well as the surrounding lots were conducted. A visual examination did not reveal any defects or anomalies and product performance specifications were met. A review of the device history record indicated that there were no production related problems. A review of the complaint files confirmed that this lot has not been reported previously. There is no indication that the event was related to a device defect or malfunction. The appearance of the involved sample is most consistent with having been stretched to the point of separating the sheath from the hub, and separating both the inner and outer layers of the sheath, exposing the inner coil. Based on the information provided by the user facility and the investigation results, the reported issue was most likely caused by the sheath becoming snagged on scar tissue, calcifications, or tortuous anatomy, causing the clinician to pull on the device, which then resulted in the separation of the sheath. The device labeling does address the potential for such an event in the instructions-for-use, which states: "advance or withdraw the sheath slowly. If resistance is met, do not advance or withdraw the sheath until the cause of resistance has been determined." All available information has been placed on file in quality assurance for appropriate tracking, trending, and follow up. Pat. Prob. Code: 2692 - not labeled dev. Prob. Code: 1260 - labeled dev. Prob. Code: 1104 - labeled dev. Prob. Code: 1670 - labeled